Event description:
It was reported medtronic minimed that the customer passed away at home on february 04, 2026. The cause of death was unknown. The customer experienced hyperglycemia and as well as self-treatment of a severe glycemic excursion. The customer¿s blood glucose was 54 mg/dl. The last known product(s) for this customer are as follows: unomedical, mmt-1884l, and unk_reservoir. It was unknown if the customer was wearing the insulin pump at the time of death and it was unknown whether the auto mode feature was active at the time of the event. Unomedical, mmt-1884l, and unk_reservoir are not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.